Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: explanted: product type lead product ID 3778-60 lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the only devices that were removed were the 2 perc leads. One serial number was unknown as it was not registered. The leads were discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the x-ray confirmed lead migrated out of the epidural space. The revision surgery was scheduled for 3/15 for removal of perc leads and insertion of paddle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep is meeting up with patient today following ins replacement due to normal battery depletion. During programming the ins that services the mid back, pt is feeling stimulation as "pressure" and not the typical stimulation sensation that pt was feeling prior to change out. For patients 2nd ins (for neck), pt is feeling stimulation as he would expect. For the mid back ins: rep stated pt needs to have middle of leads programming but regardless if the leads are programmed on the upper or lower portion of the leads. Pt states they were currently programmed at 14 ma, 500 pw, 50 hz. Impedances were in the range 600-1000 ohms. Technical services (ts) suggested the following: lower the pulse width to 210 pw and then raise up from there to see if that changes how the pt is perceiving the stim sensation, also to consider x-ray to ensure the leads are in the correct location as previous scans. Rep was going to try this after we discussing this call. Additional information was received. It was reported that multiple reprograms with different electrode configurations, pulse width, and rate were performed. The cause of the issue was not determined. The patient was referred for x-ray. The issue was not resolved. 2021-01-29 rtg0127461: additional information was received. It was reported the patient was getting x-rays but they had not come back yet. Caller reiterated cervical system (likely the paddle lead with extensions) is working great but with thoracic (likely perc lead) gives pressure sensation in middle of back in thoracic area once amplitude is increased to around 13-14 ma. Caller stated everything was working fine prior to replacement and the physician and rep that attended the replacement confirmed nothing was pulled or tugged on during the procedure. Caller stated they tried reprogramming with no resolution but did notice that when programming top or bottom of lead, patient starts to feel pressure around 4-5 ma. Caller confirmed patient hasn't had any recent falls and sensation goes away with stim off. Caller had patient attempt increasing amplitude at home with hopes that they might feel paresthesia but patient still just feels pressure. Patient has appointment february 11th to evaluate further. Additional information was received from the manufacturer representative (rep). The issue has not been resolved. A revision surgery is scheduled.